Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that in (B)(6) 2017 the patient experienced a return of urgency. They described it as their ¿bladder would not feel full but then at the most inopportune times they would have sudden urgency with no warning.¿ they went to their healthcare provider in june and it was discovered that the ins was off. It was noted that this had been resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare provider saw the patient on (B)(6)2017, and they had been doing great since the surgery. It was reported that they had accidently turned the device off themselves. They noticed it was off and turned it back on themselves; they reactivated it and it was working well. Their symptoms improved after they turned it back on. No further patient complications are anticipated or expected as a result of this event.